Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 08/23/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, health care provider reported that patient had part of the receiver and tip of their hearing aid stuck in his ear canal. (Unknown how long they were stuck in pt's ear) patient went to urgent care then to the emergency room to have removed, and they were unable to remove from patient's ear. Patient was then sent to mass eye and ear, where patient was given anti-anxiety medication and the tip/receiver was removed from his ear with use of numbing medication. Device was not returned by user for investigation. Investigators tested 30 samples of the ear tip dome and each sample met the pull test requirements (withstand 400g load longer than 10 seconds without falling off). Instructions for use are illustrated on the product packaging to ensure proper insertion of eartip 3.0 prior to use. Recommend user to follow the user guide instruction to change the eartip 3.0 regularly to avoid any incident.